Manufacturer narrative:
An event regarding packaging damage involving a metal head was reported. The event was confirmed from the image provided. Method & results: device evaluation and results: visual inspection:the device was not returned for evaluation, however an image was provided. From the image it is noted that a piece of the blister has cracked and broken off. Medical records received and evaluation: there were no medical records received for review with a clinical consultant. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the event was confirmed to be in the scope of a redesign of the packaging configuration for metallic femoral heads. The design change will mitigate the identified failure mode.

Event description:
It was reported that, during a tha, a surgeon found a broken inner blister pack. The outer one had also a small damage but it was not a penetrated damage. Therefore, he decided to use it for a patient.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. The package was discarded by the customer.

Event description:
It was reported that, during a tha, a surgeon found a broken inner blister pack. The outer one had also a small damage but it was not a penetrated damage. Therefore, he decided to use it for a patient.